Event description:
The facility reported an infusion pump that was involved in an incident of a flow rate change. The pump was infusing insuling on channel a to an intensive care unit patient. Channel a was infusing "unspecified IV fluids" and channel c was not in use. The patient was on "a feeding tube". On the morning of the event, the nurse checked the pump at the end of her shift (7am) and the pump was reportedly infusion insulin at the intended rate of 2.5ml/hr. At approximately 7:30am-8am, the new nurse at the next shift checked the pump and the pump was infusing insulin at the same intended rate of 2.5ml/hr. At approximatemy 9:15am while performing a routine glucose check, the pt was found to be "hypoglycemic with the blood glucose level low = 9" and reportedly, the pump was found to be infusing insulin at a rate of 25ml/hr. The risk manager was not aware of any changes in the patient's status or condition and reported the patient remained awake and alert despite the drop in the glucose level. In addition, the risk manager reported the accuchek monitor "was not beleived to be accurate when the the patient's glucose level was lower than 40". The glucose level was rechecked and was found to be lower than 20. The pt was adminiestered dextrose, and the glucose levels continued to be monitored. The pt recovered and no adverse outcome resulted.